Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. The electrode belt sn (B)(4) has not been recovered. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 09/04/2019, belt 09/22/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the patient's download data revealed that the patient received five appropriate treatments on the date of passing. The treatments failed to convert the patient's vf arrhythmia. The patient's rhythm degraded to vf at 20:30:59 on (B)(6) 2021. The patient received the first appropriate treatment at 20:31:34. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was two beats before degrading to vf. The patient received the second through fifth appropriate treatments at 20:32:04, 20:32:28, 20:32:55, and 20:33:28. The patient's rhythm at the time of each treatment and post-shock rhythm were vf. The patient's rhythm self-converted to bradycardia at 40 bpm at 20:33:52. The device was shutdown at 21:47:32 on (B)(6) 2021.